Manufacturer narrative:
The report is based solely on the information provided by the customer. The customer did not respond to the due diligence emails and a phone call. No serial number was provided; therefore, the DHR for this alarm cannot be reviewed. Without the return of the device, the reported issue could not be confirmed. A review of the complaint database revealed similar complaints of 8309el alarms either sounding when they shouldn¿t or not sounding when they should. Investigations into these complaints revealed that the most likely cause of the reported complaint is either damage to the sensor receptacle or damage to the rj-11 clip. Damage can cause the pins inside the sensor receptacle to become stuck down, either triggering no alarm or false alarm. It can also cause the sensor cable to not have a secure fit in the receptacle, which can allow movement to affect function. Likewise with damage to the sensor cable clip. Other causes, such as corrosion and moisture damage, are also a possibility. The instructions for use (IFU) were reviewed and found to provide adequate instructions and warnings for safe and effective use of the device. The IFU states, test the fall monitor functionality every time before each use and when leaving the patient unattended. At this time, there is no evidence that a manufacturing non-conformity contributed to the reported complaint. Therefore, no corrective or preventative actions are necessary. All complaints are trended and reviewed by management on a monthly basis. As part of this monthly review, any excursion above the control limits for this failure mode will be assessed, documented and acted upon as warranted. Manufacture reference file number (B)(4).

Event description:
Customer reporting a complaint on product # 8645 & 8309el. Customer states they had 3 patient incident falls where the sitter on cue did not activate or had delayed activation. All 3 incidents involved the sensor # 8309el. One of the three falls resulted in an injury to the patient.